Event description:
The dealer reported that the chair tilts forward and the rear casters come off the ground because the user's weight is throwing off the center of gravity for the chair. This issue could cause the chair to tip over or for the user to become stranded.